Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14436. It was reported that during generator change procedure, the set screw was stripped on the pulse generator and the right ventricular lead was stuck in the header. The header was cut, and the terminal pin came off the lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable.